Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was unresponsive and unable to be turned on. The customer's blood glucose level was impacted 400 mg/dl. The customer took both long and fast acting manual injections to stabilize their blood glucose level. Reportedly, the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.